Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9233915. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that during use leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: when the nurse performed venipuncture for the patient at 09:00 on (B)(6) 2020, she found that after discharging the air inside the indwelling needle tube, the infusion device clip was closed. The front end of the indwelling needle kept oozing, and then the white clip at the front end of the indwelling needle was closed again. There was still a small amount of oozing, which affected the success rate of venipuncture. After reporting to the head nurse, a closed venous indwelling needle was replaced to perform puncture for the patient.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse performed venipuncture for the patient at 09:00 on (B)(6) 2020, she found that after discharging the air inside the indwelling needle tube, the infusion device clip was closed. The front end of the indwelling needle kept oozing, and then the white clip at the front end of the indwelling needle was closed again. There was still a small amount of oozing, which affected the success rate of venipuncture. After reporting to the head nurse, a closed venous indwelling needle was replaced to perform puncture for the patient.